Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-28559. It was reported that when the patient presented in clinic for infection, vegetation on pacing lead was observed. The physician did not suspect the infection was from the device system. Loss of capture and low p-wave sensing amplitude due to poor tissue contact were also noted on the right atrial lead. The patient is pacemaker dependent. The device system was explanted. Temporary pacing wire was used. The patient tolerated the procedure well without complications.